Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient stated that there was no instruction where to connect the short tubing from the top of collection canister. The user finally found a small sketch that showed it.